Manufacturer narrative:
Pending investigation. D10: 02-012-45-2535 - lgc tibial fit tray cem sz 2.5f / 3.5t (B)(6), 200-02-32 - three peg patella 32mm (B)(6), h7: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on an unknown date. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. A full revision. The patient was revised on (B)(6) 2023. The patient underwent a tka full revision to a different company. There was a 45 minute delay due to needing a full revision. The patient required prolonged hospitalization as a direct result of this issue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to the prosthesis wear, the reported instability or inclusion of the tibial insert in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.